Event description:
Distributor reported that the unit is giving too much nitrous and making patients sick.

Manufacturer narrative:
A complete and thorough test and evaluation was conducted of this flowmeter. Could not duplicate reported problem. Flowmeter meets factory specifications.